Event description:
A report was received that during a lead revision procedure, the pt also underwent a pocket revision procedure. The pt's pocket site was relocated for comfort, and the pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.